Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10

Event description:
It was reported that the unspecified bd pen needle experienced at least one case of being difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown we have used bd pen needles for 7 years, since my son was first diagnosed with type 1 diabetes. We have never had any issues, a few duds here and there, but never this many. This box of needles had so many defective needles, it was a very expensive waste. I'm hoping the 2nd box works better (like normal) but as we pay a lot of money for diabetes supplies each month, it is disappointing. Plus the amount we wasted for the dud needles, I hope we make it through the month with the remaining refill. I mostly wanted to let you know in case other people had issues as well.

Manufacturer narrative:
Date of event: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd pen needle experienced at least one case of being difficult to operate or not working/functioning. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown we have used bd pen needles for 7 years, since my son was first diagnosed with type 1 diabetes. We have never had any issues, a few duds here and there, but never this many. This box of needles had so many defective needles, it was a very expensive waste. I'm hoping the 2nd box works better (like normal) but as we pay a lot of money for diabetes supplies each month, it is disappointing. Plus the amount we wasted for the dud needles, I hope we make it through the month with the remaining refill. I mostly wanted to let you know in case other people had issues as well.